Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 267 mm. The stent has been successfully released and was not returned. The device shaft diameters comply with the specification, but the device shaft was found kinked at several locations. After straightening the kinks, a 0.018 reference guidewire could be fully introduced without noticeable friction. Slightly increased friction was only felt when passing the kinks. The guidewire used in the intervention was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, the guidewire lumen viability of all instruments is checked (100 percent control). In addition, all instruments are inspected for kinks and damages. Based on the conducted investigations, no manufacturing or material related root cause was determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a severely calcified lesion with 85 percent stenosis degree. After placing the stent, the delivery system is stuck on the guide wire and cannot be withdrawn. The delivery system was removed together with the guide wire as a unit.